Manufacturer narrative:
A ge service representative performed an onsite investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported images cannot be saved on the system hard disc. There were no reports of an injury or death.